Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR no: 1221359-2022-02991 and "1221359-2022-0326" through 1221359-2022-03271.

Event description:
The customer reported six (6) unconfirmed false positive results with the ID now covid-19 assay performed on multiple dates. This MFR. Report addresses false positive two (2) and is two (2) of six (6). The customer reported an unconfirmed false positive result with the ID now covid-19 assay performed on (B)(6) 2022 on a kitted swab that generated a positive result. Customer confirmed repeat testing was not performed. No additional patient information, including treatment and outcome, was provided.